Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of dissection is listed in the product instructions for use as a no-fault post-procedure effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The dissection was treated with placement of a 2.75 x 15 mm non-study promus stent.

Event description:
It was reported via clinical trial that the target lesion was located in the distal left circumflex (lcx), (cass site 19) with 75% stenosis, a length of 14 mm, and reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 18 mm study stent, which resulted in a grade a dissection proximal to the target lesion. The dissection was treated with placement of a 2.75 x 15 mm non-study promus stent. Following post-dilatation residual stenosis was 0%. No additional information was provided. (B)(4).